Event description:
The son-in-law of the end-user said the end-user was going to sit on the rollator, and the front wheel fell off. The end-user then fell backwards and hit her head on the cabinet behind her. The end-user is ok now, she didn't go to the doctor or hospital. The event is reported as having occurred in the end-user's home for about 1 year on a tile surface. The end-user was reported as having been sitting on the rollator at the time the event had occurred. The brake cable also came off at the handle on the rollator. The device was returned to (B)(4) on 2/15/2017, and it was found to have one front caster fork bolt slightly receded out of the frame, which resulted in the wheel having a different caster fork ankle.